Manufacturer narrative:
The impacted product was received by the failure analysis lab on november 5, 2024. The investigation of the returned device was completed by the failure analysis lab on november 20, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual analysis of the returned sample no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor procedures, four tears (a, b, c, and d) were observed on the anterior view measuring approximately 0.2 cm. In addition, was revealed a leak from the valve, and no other leak sites were found during the analysis. Microscopic examination was performed on the edges of the tears (a, b, c and d), and parallel striations were found in the whole area of all the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Although no conclusion could be reach on the cause of the leakage from the valve in the reported event, the instructions for use contain the following caution: the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Based on the information currently available, microscopic examination of the tears on the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation revision with a mentor smooth round moderate plus profile 800cc saline prosthesis experienced unilateral deflation post procedure. As a result, replacement with mentor saline was performed on (B)(6) 2024.

Manufacturer narrative:
Additional information was received on october 11, 2024 the lot number, previously unknown, is 6511882. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Manufacturer¿s reference number: (B)(4).